Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to be implanted. The lead was not used. Patient status was unknown.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned. Visual inspection and x-ray examination of the lead were normal. Electrical testing was also normal. The s-curve hump height was measured within specifications.